Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 418 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and dehydration. The patient had received a basal of .55 units of insulin followed by another of .45 units of insulin prior to going to the hospital. In addition the patient removed the pod from the infusion site. Once at the hospital the patient was diagnosed with high blood glucose levels and dehydration. The patient was treated with intravenous fluids and ibuprofen. The patient was also given potassium and a injection of sodium chloride (15%). The patient was still in the emergency room of the hospital at the time of this call.